Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window at the bottom right side corner, cracked case at the display window corners, and a cracked reservoir tube lip. The operating currents could not be verified, including the low battery, weak battery, battery out limit, failed battery test or off no power alarms, due to the unresponsive act and down buttons.

Event description:
Customer reported a battery out limit alarm and stated that he was unable to clear it. The blood glucose reading was 201 mg/dl. He reported that the alarm occurred after a battery change. Customer cleaned the battery compartment and stated that he found no damage. Nothing further was reported.